Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving remodulin 10mg/ml via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2016, the pump actual volume was reported as outside the expected volume on the accuracy chart. The expected volume was 2.2ml and the actual volume removed was 12ml. There was no evidence of any associated clinical symptoms (no adverse events reported). Troubleshooting has not been performed on the pump, as the pump is still implanted. The issue was noted as ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. Analysis identified mechanical wear and a hole in the pump tube. Analysis identified pump tube binding. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Addition of eval code-conclusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the site verified no associated adverse events occurred related to the volume discrepancy. The site indicated the flow rate accuracy was not within the expected range. There was no necessary action taken and the pump was filled per the protocol.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the actual volume was reported as outside the expected volume on accuracy chart. The expected volume was listed as 1.2 ml and the actual volume removed was 11.2 ml. It was noted the pump was to be replaced on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported a device malfunction form had been completed and it was noted that the flow rate accuracy was not within the expected range. No action taken because this issue was expected and the pump eri is due on (B)(6) 2017.